Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: if clips did not hold on tissue and fell off, was there any bleeding or leak that resulted? Was there any change to procedure or post-op patient care? No.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: when you describe that clips fell into abdomen, did clips drop/eject from device into abdomen or did clips not hold on tissue after having been applied? Clips drop/eject from device into abdomen.

Event description:
It was reported that during a cholecystectomy procedure, the clips fell in the abdomen. If they were applied on the vessel, the clips resulted crossed. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported.